Event description:
Reportedly, stent-delivery system slider mechanism was stuck and could not be moved even with considerable force. The stent was eventually deployed using the wheel mechanism. Upon withdrawal of the delivery system, the delivery sheath was frozen on the wire. The physician managed to free the delivery system and remove it. No patient injury reported as a result of this event. No further info available.

Manufacturer narrative:
Eval of the returned device found the device to have the primary and secondary sheaths fixed together and the secondary sheath had accordianed directly before the revolver. The reason the rapid deployment lever could not be moved is due to the sheaths being fused together. Unfortunately, we are unable to determine the root cause as to why the sheaths are fixed together. Our manufacturing personnel have been notified of this event.